Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap chole procedure, piece of active blade broke off into the pt; was able to retrieve. There was no pt consequence.